Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience alpine, everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified de novo lesion in the mid circumflex coronary artery. Pre-dilatation was performed with a 2.5 x 12mm balloon. A 2.75 x 18mm xience alpine stent was deployed at 10 atomospheres. High pressure post-dilatation was performed with a 2.5 x 10mm nc balloon. It was then noted that a proximal dissection occurred. The dissection was treated with another a 2.75 x 12mm xience alpine. There was no adverse patient sequela reported. No additional information was provided.